Manufacturer narrative:
Block b3: exact date unknown, procedure date used as the approximated date of event.

Event description:
It was reported that the patient was experiencing worsening pain at neck, arms and shoulders along with an undesired sensations and weakness following an implant procedure. CT (computed tomography) scan showed paddle was too large for the patient's epidural space and the physician believed that the paddle lead was putting pressure on the spinal cord or nerve roots. The patient was admitted back to the hospital and the physician performed another procedure wherein the paddle lead was replaced. The patient was doing well postoperatively and the explanted paddle lead was discarded by the medical facility and will not be returned.